Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: underweight, broken shell and missing piece of the shell and crease flat. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: 1. A sharp edge broken with non-penetrating nicks due to surgical impact; 2. Non-penetrating nicks; 3. Missing piece of the shell due to inconclusive.

Event description:
The device was explanted.